Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient for the three-infusion set leakage. She changed her site four times in last two days. Infusion set was leaking from the p-connector. High blood glucose was treated by the manual injection/insulin pen. No further information was available.